Event description:
The customer reported obtaining a false low bun (urea nitrogen) and cr-s (creatinine) result for two(2) patients, involving the unicel dxc 660i synchron access clinical system. The customer repeated the samples on an alternate dxc and obtained higher bun and cr-s results which were considered correct. The false low bun and cr-s results were not reported outside the laboratory. There was no effect to patient treatment in connection with the event. Quality control was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and performed the performance verification test (pvt) for carryover. The carryover test for reagent probe b failed. Upon further evaluation of the system, the fse observed leaking from reagent probe b wash collar solenoid valve. The fse replaced reagent probe b and the wash collar solenoid valve to resolve the issue. Upon completion of repairs, pvt carryover test and a creatinine (cr-s) and urea nitrogen (bun) precision test passed within specification.